Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient connected to the power module and low speed advisory alarms along with replace controller alarms presented. The patient was immediately connected to batteries and the alarms resolved. The patient was then connected to an ungrounded cable with no alarms noted. The patient stated that they stayed on batteries at home. There was no obvious damage to the driveline. The patient had not gained any weight. Log files were sent for review. The log captured 8 low speed advisories on (B)(6) 2025 when the patient was connected to wall power. The patient appeared to have been using batteries throughout the event history. To prevent further interruption in support it was noted that it may be beneficial to keep the ventricular assist device (vad) connected to battery power or an ungrounded cable until further investigation was completed. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment appeared to have operated as intended. X-rays of the driveline were performed. All of the x-ray images were unremarkable. The system controller was exchanged. The ungrounded cable would be continued to be used at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench alarms was confirmed via the submitted log file. On 25jun2025 at 10:13:19, yellow wrench advisory alarms activated due to backup battery memory faults. The alarms resolved by the time data was logged on 25jun2025 at 10:18:30. The provided information indicated the controller was exchanged during troubleshooting to a controller with a newer software revision, but the controller will not return for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate ii system controller not being reported. The heartmate ii instruction for use (IFU) and the heartmate ii patient handbook are currently available. The heartmate ii IFU section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate ii IFU, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.